Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze and decreased vision are listed in the device labeling as known potential risks. Please reference MFR report # 3005956347-2017-00135 for the replacement inlay serial# (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. It should be noted that lasik surgery was performed on this eye concurrent with inlay implantation. One month postoperatively the inlay was removed and replaced with another raindrop inlay due to corneal haze. On (B)(6) 2017, the patient presented with 1+ peripheral corneal haze in the operative eye. The haze persisted throughout the postoperative period and was associated with glare and halos, the severity of which is not known. In addition, the patient's best corrected distance visual acuity (bcdva) decreased from 20/15-1 (preoperatively) to 20/30- at onset, improving to 20/20-2 immediately before explant on (B)(6) 2017. At last examination on (B)(6) 2017, bcdva improved to 20/20 with residual trace haze, but the halos persisted. According to the surgeon, the replacement inlay (implanted on (B)(6) 2017) had a "chip" which he believes caused inflammation. Additional information has been requested.